Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon ruptured occurred. The 90% stenosed lesion was located in the moderately tortuous, and calcified mid left anterior descending (lad) artery. The quantum maverick balloon 12 x 3.00mm was advanced to the lesion and ruptured at 4 atms. The number of inflations and duration are unk. The procedure was completed with a different device. No pt complications or injuries were reported. The pt's status is reported as "good".

Manufacturer narrative:
(B)(4).